Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an used sterilized balanced tip broke inside a patient's eye during a cataract procedure. The tip was replaced and the procedure was completed. There was no damage done to the patient nor harm to the patient. No additional information is expected.

Manufacturer narrative:
No balanced phaco tip was returned for evaluation, therefore, the condition of the product could not be verified. Two photos supplied with the complaint file were reviewed. Both photos show a broken tip in the eye at the location of the bend region toward the front of the tip. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The complaint does confirm a broken tip based on the photos provided in the complaint file. Because a sample was not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. Based on the complaint information provided, this tip has been reused. A reused tip has a higher likelihood of breaking and is not recommended for this single use tip. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause and the single use device has been reused. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. The phaco tip is labeled as a single use device and is not recommended for reuse. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).